Event description:
Patient issue - not a proper repair. Our affiliate is reporting the following to us: ¿meniscal repair. Procedure/surgery date: (B)(6) 2013. Describe event: the 2nd implant was dislodged from the gun after pulling the red loading trigger, and the surgeon could not deliver the 2nd implant onto the meniscus. He did not squeeze the grey lever during the process. The tear was at the posterior horn and difficult to access, the surgeon did not proceed with opening of another implant therefore would not be able to tell whether the gun was defective. 20 minute delay to the procedure. Meniscal tear may not be properly repaired.¿ nothing is being returned. Although they state that there is no patient consequence, they also state that meniscal tear may not be properly repaired. Also see associated MDR 1221934-2013-00353.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.